Manufacturer narrative:
(Ruptured aneurysm prior to stent graft placement) - eval results and conclusion: (death), (ruptured aneurysm prior to stent graft placement).

Event description:
A talent stent graft device was implanted into a patient for the emergent treatment of a ruptured 8 cm abdominal aortic aneurysm. The patient was severely bleeding and had no blood pressure. The physician inserted and inflated a balloon in the aorta after which the blood pressure came up. A talent bifurcated stent graft was inserted and deployed without complication, then a balloon was inserted within the bifurcated and inflated to bring the blood pressure up, but the patient had expired. The physician stated that the patient expired due to the complications from the rupturing of the aorta prior to stent graft placement. The physician stated that the device preformed as intended.